Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events of 50 mg/dl; cause was unknown. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on 1/3/2020 was 102 mg/dl. A review of the log indicates that the lowest bg reading on 1/4/2020 was 69 mg/dl. A review of the log indicates that the lowest bg reading on 1/5/2020 was 54 mg/dl at 7:37:19 am. Therefore, the complaint could not be confirmed. On 1/5/2020, a total of approximately 4 units of basal were delivered before the low bg. It is possible the user¿s personal profile settings need adjustment. No boluses were delivered from 1/4/2020 at 9:58 pm to the time of the low bg. There is no evidence that the pump experienced a malfunction or failure.